Event description:
It was reported that during a gastrectomy procedure, the device would not fire. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge the analysis results found that the reload was received with the reload forks damaged and 11 drivers up, locked. No functional test was performed. This damaged is consisted with an improper loading technique. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.